Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of the device not infusing was confirmed during device evaluation. A root cause could not be identified. Crystallized drug material was observed in the lumen of the glass capillary tube within the flow restrictor, especially at the downstream end. However, it could not be determined whether this material formed prior to or after the reported reduced flow event. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that a baxter infusor did not infuse. Reportedly, the infusor was filled with 5fu (40/50 mg/ml) and saline. The total fill volume was 96 ml. At 48 hours after the infusion started, the nurse observed that the infusion never started. There was no report of patient injury or medical intervention. No additional information is available.